Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the right femoral artery. The fos and cal key was connected to the intra-aortic balloon pump (iabp) and the iab was zeroed prior to insertion. The 5 lead ECG cable was connected to the patient. The driveline tubing was connected to the iabp and above the he bar on the screen was 40cc visible. The staff pressed the start button on the iabp, and the balloon did not want to inflate. The doctor attempted to inflate the balloon manually but without any success. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the right femoral artery. The fos and cal key was connected to the intra-aortic balloon pump (iabp) and the iab was zeroed prior to insertion. The 5 lead ECG cable was connected to the patient. The driveline tubing was connected to the iabp and above the he bar on the screen was 40cc visible. The staff pressed the start button on the iabp, and the balloon did not want to inflate. The doctor attempted to inflate the balloon manually but without any success. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(4).. The lot number (18f20l0012) reported on the complaint report does not match the lot number for the returned sample. The lot number for the returned sample is 18f20f0024. According to the additional information received, the sample is correct for this complaint. Returned for investigation was a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood was noted on the exterior surfaces of the returned iabc; no obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0061in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. Upon cleaning, the one-way valve seal was noted missing and not returned; blood was also noted within the one-way valve. There was no report of difficulty removing the iabc from the packaging tray or inserting the iabc; it is likely that the one-way valve seal was lost after the event. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.0cm from the iabc distal tip; upon inspection, the broken fiber was also noted to have punctured the bladder. The full length of the fiber was confirmed present with no other notable breaks. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 2.0cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which prevented the full inflation of the bladder. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undetermined. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the right femoral artery. The fos and cal key was connected to the intra-aortic balloon pump (iabp) and the iab was zeroed prior to insertion. The 5 lead ECG cable was connected to the patient. The driveline tubing was connected to the iabp and above the he bar on the screen was 40cc visible. The staff pressed the start button on the iabp, and the balloon did not want to inflate. The doctor attempted to inflate the balloon manually but without any success. As a result, a new iab was used. There was no report of patient complications, serious injury or death.